Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However upon inflation at 14 atmospheres, the balloon ruptured. The device was simply removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.